Manufacturer narrative:
(B)(4) product usage when the alleged issue was detected is unknown. A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review showed that the product was assembled & inspected according to our specifications. No corrective action can be established at this moment since the product sample is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is it being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the inner heating wires are melting and putting holes in the circuit.